Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump became frozen on a low battery power alert, and the customer was unable to clear it. During troubleshooting with tandem technical support the alert was able to be cleared. It was noted that the pump battery gauge was at 100% when the low battery power alert occurred. Tandem technical support reviewed pump data and confirmed that pump data was at 80% battery life and customer received a low battery power alert a few hours later. Customer had elevated blood glucose (bg) levels (350 mg/dl). Customer delivered a manual injection to bring bg levels back to target range. In addition, it was reported that the customer experienced low bg levels in the 40 mg/dl range. Customer brought bg levels back to target range with glucose tablets and cereal.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were not confirmed on (B)(6) 2017. User made bolus request without entering current bg level and still having insulin on board (iob). Cartridge change sequence was completed on (B)(6) 2017, and (B)(6) 2017. Alarm 22 (stuck wake button) annunciated and was cleared on (B)(6) 2017. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. If user did not disconnect during "tubing fill" process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no indication that the insulin pump caused or contributed to low bg levels.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged low battery power alert issue was verified. There was no failure identified with the reported battery issue. Functional testing was performed and no issues were identified related to the reported low bg issue.